Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Meter was not returned for evaluation - customer returned incorrect meter (scrapped). Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 26-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer called concerned with test results from results obtained of 130, 132 and 244 mg/dl. Caller stated the customer's expected am fasting blood glucose test result range is 90-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per caller the product is being stored outside of the large kitchen. The test strip lot manufacturer¿s expiration date is 04/30/2027 and per the customer the open vial date is 1 week. The meter memory was reviewed for previous test result history (time on the meter is incorrect, all bloods were done in the am): result 1: 130 mg/dl, date: (B)(6), time: 12:02pm fasting, result 2: 93 mg/dl , date: (B)(6), time: 12:01pm fasting, result 3: 103 mg/dl , date: (B)(6), time: 12:15pm fasting , result 4: 98 mg/dl , date: (B)(6), time: 12:15pm fasting, result 5: 93 mg/dl , date: (B)(6), time: 12:03pm fasting, result 6: 132 mg/dl , date: (B)(6), time:12:01pm fasting, result 7: 100 mg/dl , date: (B)(6), time: 12:01pm fasting, result 8: 244 mg/dl , date: (B)(6), time:11:57am fasting.